Manufacturer narrative:
The customer¿s report that the tubing came apart at the pumping segment and leaked was confirmed. Visual inspection of the set showed that the silicone segment had a tear near the upper fitment. Examination under magnification showed no crush marks to the upper fitment. No other anomalies were observed. Functional testing confirmed leaking from the silicone tubing near the upper fitment. The cause of the leak was a tear in the silicone segment. The root cause of the tear is unknown.

Event description:
The customer reported that during an infusion of an unknown medication at 25ml/hr, the rn observed fluid coming out of the pump. When opening the door, the tubing separated from the pumping segment where it was leaking. Although requested, no other information has been received.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that during an infusion of an unknown medication at 25 ml/hr, the rn observed fluid coming out of the pump. When opening the door, the tubing separated from the pumping segment where it was leaking. Although requested, no other information has been received.